Event description:
Pt intubated in the or with bullard laryngoscope with specified blade extender. Bullard scope removed and blade extender was inadvertently left in place unknown to anesthesia. Patient's anesthetic was completed without incident. Pt extubated in pacu without problem. Upon transfer to floor the pt coughed up the blade extender. No apparent injury. Physician was notified and saw pt. Doctor trained in use of extender via powerpoint, practice and observation with mannequin and checklist.